Event description:
The following has been reported: "s/n: (B)(6) had multiple downstream alarm issues with two different line sets and patients. No problems detected with the software individual test." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.